Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/27/2015 with the following findings: due to moisture contamination, the pump was unresponsive with a blank screen, no vibration and no sound upon battery insertion. The pump case was removed and the force sensor pins were seated and the solder connections were intact, but there was moisture contamination throughout the inside of the pump. The original complaint of loss of prime could not be adequately investigated due to an unresponsive pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.